Event description:
It was reported that the customer's insulin pump was showing more information than the past. Days later, the father called back to report that the drive support car was protruded. The blood glucose reading was 314mg/dl. Advised to disconnect from the insulin pump and revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.